Manufacturer narrative:
The lot number originally reported was unknown. However, the product was received and during analysis the lot number of 17348783l was determined. Therefore, the UDI number has been provided under the UDI field. The manufacture date is october 30, 2015 and the expiration date is september 30, 2018. (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 8/2/2016. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an atrial flutter (afl) procedure with an ez steer thermocool sf navigational catheter. Mapping with this catheter went well. After a few ablations, the flow on the catheter did not work properly as it did not cool. There was no temperature rise nor was there any error message. The physician took the catheter and sheath out of patient to check the tip. The catheter was flushed and noticed that there was coagulum on the tip of the catheter. The coagulum was not excessive. They took a new conventional ablation catheter and finished the ablation. The procedure was completed successfully with no patient consequence. The patient has not exhibited any neurological symptoms since the procedure was completed. The physician did not consider that the amount of coagulum observed caused a potential risk to the patient as he recognized the problem quickly. Upon receipt, the catheter was visually inspected and it was found in normal conditions, no coagulum was observed. The returned device was then evaluated for electrical resistance and the thermocouple test failed. Further examination revealed that the thermocouple wires did not show electrical resistance value at the dome area. However, there was no temperature issue reported on the original complaint or in the clarification received. An irrigation test was performed and the catheter failed, irrigation tubing was found filled with reddish brown material apparently blood; however no damage was observed on the irrigation tubing that might contributed to this condition. Further information received indicates that there was no anticoagulant used during the procedure just saline solution. This might have contributed to the catheter damage since the instructions for use (IFU) indicates to always maintain a constant heparinized normal saline infusion to prevent coagulation within the lumen of the catheter. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint concerning a coagulum cannot be confirmed. The customer complaint regarding an irrigation issue has been verified. Based on available analysis finding results, the failure mode does not appear to be caused by any internal biosense webster, inc. Processes, since all catheter irrigation is tested during the manufacturing process; additionally there was no anticoagulation used during the procedure. Regarding the thermocouple failure an internal corrective action has been opened to investigate the tc breakage on the tip section for smart touch and smart touch sf.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number can not be provided. (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter (afl) procedure with an ez steer thermocool sf navigational catheter. Mapping with this catheter went well. After a few ablations, the flow on the catheter did not work properly as it did not cool. There was no temperature rise nor was there any error message. The physician took the catheter and sheath out of patient to check the tip. The catheter was flushed and noticed that there was coagulum on the tip of the catheter. The coagulum was not excessive. They took a new conventional ablation catheter and finished the ablation. The procedure was completed successfully with no patient consequence. The patient has not exhibited any neurological symptoms since the procedure was completed. The physician did not consider that the amount of coagulum observed caused a potential risk to the patient as he recognized the problem quickly. The inadequate issue has been assessed as highly detectable and the most likely consequence is an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury or other significant adverse event is remote. Therefore, this issue has been assessed as not reportable. The presence of coagulum on the catheter does not represent a serious injury in itself nor the result of device malfunction. Since, coagulum has poor adherence to catheters, it could be a potential source of embolism. Therefore, this issue has been assessed as a reportable malfunction.